Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply was adjusted. The power distribution connectors and circuit boards were reseated. The system was tested and operates as intended.